Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >1990 ohms impedance and high capture thresholds of 5.0 v to 7.0 v.